Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a faradrive steerable sheath was selected for use. The physician gained access. The physician ablated superior vena cava (svc) and cti (cavotricuspid isthmus) line. The transeptal access was gained and the physician noticed an acute pressure drop. A pericardial tap was performed. In the physician opinion, he believes he pierced left atrial appendage with sheath. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the prospect complaint form perforation of la/laa with transeptal sheath due to kinked wire prior to pvi ablation. As a result, the procedure was aborted, and medications were administration corrective innervations included the administration of kcentra and hospitalization of the patient.